Manufacturer narrative:
Product ID 3889-28, lot# v011357, implanted: (B)(6) 2006, product typ lead product ID 3037, serial# (B)(4), product typ programmer, (B)(4).

Event description:
It was reported that the patient experienced the implantable neurostimulator (ins) move after repositioning herself on the toilet wh ile using the restroom. It was also reported that the patient experienced an increase in weight since the ins was programmed last year. About the same time the patient stopped feeling stimulation and could not make a connection to the implant. Additional information has been requested, but was not available as of the date of this report.